Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels as high as 400 (mg/dl) for a week. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they have been in contact with their health care provider to resolve their bg levels, and changed their infusion set.